Event description:
Left thoracentesis done by surgeon. Follow-up cxr revealed foreign body approximately 1cm in size. Foreign body removed in 2003. Dismissed home 3 days later. Physician documented "1cm catheter tip sheared off. F/u cxr ordered."